Event description:
The facility representative reported a flo-gard infusion pump with a constant occlusion alarm at the start. This condition was found upon power-up of the device in the emergency room. This condition has the potential to be a false alarm. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a constant occlusion alarm at the start was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a pump head door that would not fully close due to a broken door latch. The door latch was replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.